Event description:
Customer reported a failure code 538:320. Customer reported there were no pt injuries associated with this report and there have been no incident report filed since the last baxter service event. Customer reported incident occurred during biomed testing.

Manufacturer narrative:
The pump is in the process of being evaluated.